Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance. Corrected information: patient code and results code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient experienced increased pain, the pump went to minimal rate. Troubleshooting performed was reported as called technical support. Actions and interventions were reported as pump was explanted (B)(6) 2016. The cause of the issue was determined to be safe start, minimal rate occurred.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding patient receiving morphine 40mg/ml at 0.2mg/day via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain. The healthcare provider reported when they read the pump they noted the pump was in safe state and a reset had occurred. The healthcare provider stated that they checked the logs and it showed on (B)(6) 2016 low battery reset occurred, pump in safe state.. Per the healthcare provider the patient is not seen by their facility so the healthcare provider was going to try to catch the managing physician to see how he wanted to handle patient management tonight. There were no patient symptoms reported. The pump was explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated in (B)(6) 2016 the patient¿s pump was refilled as she normally did every six weeks to two months. The patient was told she had 21 months of battery life left before the pump needed to be replaced. On (B)(6) 2016 the patient starting feeling ¿flu-like¿ symptoms late in the day. On (B)(6) 2016 she began throwing up violently along with having uncontrollable diarrhea. The patient¿s family was able to care for the patient until (B)(6) 2016 when she had a grand mal seizure. They called 911 and the patient was taken to the emergency room (ER). The patient¿s symptoms continued and she had another grand mal seizure in the ER. The ER doctor had me taken by ambulance to a different hospital where they had a team of neurologists to evaluate the patient. The patient had no recollection of any of the events from (B)(6) 2016 morning until she was in a hospital room early (B)(6) 2016. The patient was still feeling poorly with the same symptoms, though they were not quite as intense. The pain was intense in her back, which was the reason for the pump implanted in the first place. The neurologist ordered a MRI of the head to see if there were any physiological reasons for the seizures. He saw no physical reason for the patient to have seizures, but put the patient on anti-seizure medication and told her to refrain from driving for six months. The patient was dismissed from the hospital on (B)(6) 2016 on the highest dose of pain medication and muscle relaxants she could be on. As the patient was leaving the hospital, the nurse came running after her and told the patient that the pain pump did not start back up again after the MRI ((B)(6) 2016) and to see the doctor as soon as possible. Fortunately he was in the office the following day and the patient was able to see him on (B)(6) 2016. When the patient got to the office her pain was not controlled and she was still having some flu-like symptoms. The pump was read and she saw the doctor. At that time, she was told that on (B)(6) 2016 the pump went from normal amount of medication to the safety amount which to the patient¿s understanding was about ¿75 times less¿ the amount it should have been. The battery in the pump had died, and kicked into safety mode. The patient needed a new pump as soon as possible. The patient was put on a phentenol patch to help with the pain and remaining symptoms. The patient went through morphine withdrawals when her pump stopped working. The patient was scheduled for a new pump on (B)(6) 2016. It was noted since the drug infusion system failed approximately 18 months before it was designated this situation had caused the family and patient significant physical and monetary issues. The neurologist said that even though he was quite sure the grand mal seizures were caused by the morphine withdrawals he still thought it best she stay on the anti-seizure medication for six months and refrain from driving for six months. The back pain was somewhat controlled and leg pain was totally controlled. Since the patient had gone through withdrawals from the morphine the doctor was forced to start her at a much lower dose of morphine, keep her on the phentenol patch and allow her to use more of the break through medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the legal department via a healthcare provider reported the patient suffered a pain pump failure resulting in medical complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the legal department via a healthcare provider (hcp) regarding a patient receiving morphine at a concentration of 40 mg/ml and a dose of 15.396 mg/day via an implanted pump. The indication for use was non-malignant pain. Additional information received from the legal department via a healthcare provider (hcp) reported the patient's pump went in to safe state mode with a reset-low battery on (B)(6) 2016 at 8:18 am. The pump following the safe state, the pump was infusing preservative free morphine sulfate at a concentration of 40 mg/ml and a dose of 0.244 mg/day. The patient reported their lower back pain at a level of 4/10. The patient reported the pain increases with too much activity or prolonged sitting. The patient was hospitalized at (B)(6) from (B)(6) 2016 for seizures. The patient had an MRI of their brain at (B)(6) and the pump stopped and did not restart. The pump stalled on (B)(6) 2016 at 13:29 and recovered the same day at 21:30. It was noted the patient was to start taking a seizure medication in the very new future. It was also noted the patient had a petite mall seizures prior to the patient experiencing withdrawal. The patient's current medications include duragesic-50 (50 mcg/ hr film, extended release 1 patch every 72 hours, stop date (B)(6) 2016), norco (325 mg-10 mg tablet 1 tab(s) qid pm), flexeril (10 mg tablet 1 tab(s) tid prn), xanax (0.5 mg tablet 1 tab(s) tid), amlodipine (5 mg tablet 1 tab(s) bid), atorvastatin (40 mg tablet 1 tab(s) once a day at bedtime), probiotic (as directed qd), zoloft (200 mg tablet 1 tab(s) once a day), promethazine (25 mg tablet 1 tab(s) prn), maxair autohaler (0.2 mg/inh aerosol 2 puff(s) prn), lisinopril (5 mg tablet 1 tab(s) once a day), flunisolide nasal (25 mcg/inh spray 2 puff(s) 2 times a day), januvia (100 mg tablet 1 tab(s) once a day), xifaxan (200 mg tablet 1 tab(s) 3 times a day), protonix (20 mg delayed release tablet 1 tab(s) once a day), advil (200 mg tablet 2 tab(s) tid prn), dapagliflozin (10 mg tablet 10 mg po daily #90 tab), glycopyrrolate (1 mg tablet 1 mg po hs #90 tab), alprazolam (0.5 mg tablet 0.5 mg po tio), cholecalciferol ((prenatal one tablet 30 mg lron-800 meg tablet 1 each po daily), triamcinolone acetonide (triamcinolone acet 0.1 % cream 80 gm 1 apply cream .. G.1 apply ex bid #60 tube), ketoconazole (topical (nizoral)2 % cre1 apply ex bid #60 tube), pantoprazole sodium (40 mg tablet.dr40 mg po bid #180 tab), lancets (1 each #100 box xx), estradiol (0.01 % cream.appl1 ap va asdirect prn), oxymetazoline hcl (0.05 % spr0.05 % na asdirect). The patient's weight was (B)(6) lbs. The patient was provided 50 mcg duragesic patch to bridge the pump replacement. The patient's pump was replaced on (B)(6) 2016.